Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comments of a broken ventricular connector and hanger. It was also noted that the hanger o-ring was missing, lower case was cracked, the display wire insulation was pinched without compromise to the insulation, and two case screws were contaminated. Furthermore, the device failed the "atrial pace pulse noise" incoming functional test; the main board was out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for repair.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed atrial pulse noise test. Measured atrial pulse noise is within the requirements of the atrial pulse noise test. Measured atrial pulse noise on the bench. Logs analyzed, no errors found. Confirmed unit fails atrial pulse noise test, but atrial pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.